Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock and click in place. The insulin pump was also received with broken belt clip slot and missing end cap sticker. The insulin pump received without original belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the plastic coming off from the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.